Event description:
Reportedly, the patient had previously received shocks from the subject ICD and an attempt was made on (B)(6) 2016 to interrogate the device without success. A message was reportedly displayed stating that the interrogation had been interrupted. Nominal button was pressed and the beep sound was heard. Re-interrogation of the ICD was attempted but was still unsuccessful, and a message was displayed immediately. On (B)(6) 2016, a magnet was applied on the ICD, and then the device was interrogated without any issue. The ICD was in nominal mode and the content of device memory was available. Preliminary analysis results showed that an issue is suspected at telemetry head level.

Event description:
Reportedly, the patient had previously received shocks from the subject ICD and an attempt was made on (B)(6) 2016 to interrogate the device without success. A message was reportedly displayed stating that the interrogation had been interrupted. Nominal button was pressed and the beep sound was heard. Re-interrogation of the ICD was attempted but was still unsuccessful, and a message was displayed immediately. On (B)(6) 2016, a magnet was applied on the ICD, and then the device was interrogated without any issue. The ICD was in nominal mode and the content of device memory was available. Preliminary analysis results showed that an issue is suspected at telemetry head level.